Event description:
The customer states that three different pt samples generated potassium results of 2.8 mmol/l on the aeroset analyzer. These pt results were not reported out of the laboratory. The samples were repeated on the same analyzer and generated results within the laboratory's normal pt reference range. The customer could not provide any further pt info. There was no impact to pt mgmt reported.